Event description:
Per the clinic, the patient experienced facial nerve paralysis for a six month period (dates unknown). The patient was treated with oral steriod therapy (amount and type unknown) and the issue resolved. Additional information has been requested, however, has not been obtained as of the date of this report, (B)(6) 2013. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.